Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube was kinking during normal use. A new tube was used as a replacement.